Manufacturer narrative:
Results and conclusion: (70% stenosis). (Stent deformation). (Stent). (B)(4).

Event description:
It is reported that during the procedure physician used endeavor resolute rx device to treat vessel that exhibited 85% stenosis in the proximal lad and 70% stenosis in the middle lcx. The device could not pass the lesion in lcx, which was pre-dilated with sprinter legend 2.50mm x 15mm. The device was inspected prior use with no abnormalities noted. The device was prepped before use according to instructions for use. The physician used endeavor resolute rx 3.00mm x 24mm device to complete the procedure. No patient injury noted. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the distal tip was flared. A number of struts were raised and deformed on the 13th proximal and the 6th distal stent segments. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).